Event description:
It was reported the tip of a removal instrument broke off during a revision fusion surgery of l4-l5 while trying to remove a screw. There was a 10 min delay in surgery, the tip was recovered, and there was no injury or harm to the pt reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An eval has been initiated based on the reported info.